Event description:
It was reported that during use, the cs300 intra aortic balloon pump (iabp) generated an alarm indicating that the iab was disconnected and there was excessive condensation built up in the system. There was patient involvement, however, no injury or harm occurred.

Manufacturer narrative:
Another contact info:(B)(6). Updated fields: b4,b5,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. Corrected fields: e1(event site telephone). A getinge field service engineer (fse) inspected the unit and was unable to reproduce the reported alarm. Review of the system log files identified an autofill error. The fse also observed excessive condensation within the system. The unit was dried, and the transducer was calibrated. A full system functional test and preventive maintenance (pm) checkout were completed, with all tests passing and meeting factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra-aortic balloon pump (iabp) was alarming error code: iab disconnect and there was excessive condensation built up in the system. No harm or injury to the patient was reported.